Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein a lead was attempted to be added but unable to be implanted due to being unable to obtain epidural access. Surgical intervention may be undertaken at a later date. It is unknown which lead is a fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(4): batch: ab2320. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) batch: ab2424. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.